Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported hole in the tubing cannot be established as the product is not available for analysis. DHR review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgery to replace the pump of this inflatable penile prosthesis (ipp). A hole in the tubing was noted upon explant. During the procedure the pump was removed and replaced. There were no patient complications reported.